Event description:
The device has been returned.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events foreign material on implant was received on december 17,2025, with lot number 1283628. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: not observed through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "there was a black foreign object attached to the expander". Later, commercial vendor reported on behalf of healthcare professional "the black foreign material is not inside the box, but is in the container, or packaging where the implant is in. When they opened it and wanted to use the implant, they found foreign material on it". Commercial vendor also reported "I'm looking at it right now, but it doesn't seem to be dust; it's more like a black dot, or rather, I'm not sure if it's dirt or not, but there is a small black foreign object in the middle". The device was not implanted and a back up product was used to complete the operation. The device will be returned.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: contamination.